Event description:
Additional information received states that the patient status was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction and internal fixation (orif) with trochanteric fixation nail advanced (tfna) for the femoral trochanteric fracture. When inserting the end cap in question, it did not go all the way in and stopped in the middle. The end cap stopped at the same position repeatedly, and the sales rep guessed that the locking mechanism might not have engaged fully. Although the locking mechanism was re-tightened, it already has engaged fully. The surgeon reduced the tension on the screwdriver, adducted the hip joint, and changed the direction; however, the end cap in question could not be inserted. Another end cap was used for the surgery, it was inserted smoothly. The surgery was completed successfully with a 30 minute delay. There is a possibility that the thread of the end cap worn out when inserting it in the wrong direction at first insertion. No further information is available. This report involves one tfna end cap extens. 0 tan.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review: a manufacturing record evaluation was performed for the finished device. Product code:04.038.000s; lot no:7502p51; the product was released on: 04-sep-2023. Manufacturing site:jabil bettlach. Expiry date:01-aug-2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.